Event description:
A user facility returned the olympus, model cf-h190l, evis exera iii colonovideoscope to olympus for repair due to a report that that the scope "image was blacked out." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, an error "e315" occurred. This report is submitted due to the finding of "e315" error, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, an error "e315," unsupported scope error occurred; the cause was assigned to a circuit board failure. Additional evaluation findings are as follows: the user reported problem of "image was blacked out" was not reproduced; distal end crack of resin part noted; gap of adhesive on a-rubber; part of the insertion tube was noted caught and pinched-the insertion tube deformed; control body defects; universal cord defects; angle wires were noted stretched; insufficient air to clear water from objective lens due to a clogged nozzle. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a circuit board failure. The following information is stated in the instructions for use (IFU): ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Important information ¿ please read before use- precautions for disappeared or frozen endoscopic image- before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Event description:
The reported problem was identified after reprocessing, during preparation for use for a diagnostic colonoscopy procedure. The patient was not under general anesthesia when the problem occurred. The intended procedure was completed the following day using another similar device. There was no patient impact, associated with the event, reported to olympus.